Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
Consumer indicated a tampon came apart during removal and half of the tampon remained inside her. She was able to remove the remaining piece. The malfunction occurred again using a different tampon.